Manufacturer narrative:
Adjudication notes were received and noted that the adjudication committee agreed that approximately two months post index procedure the patient suffered a myocardial infarction with late stent thrombosis. Please note that in the source documents received from the account the physician clearly documents "the stent in the native vessel, placed in (B)(6) 2010 is widely patent and functioning beautifully". The stent placed in (B)(6) is the cypher stent. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The final adjudication of (B)(4) 2011 was received and reviewed and indicated that the patient had a thrombotic event and myocardial infarction after having a cypher stent implanted. Investigation revealed that at the cypher stent that was implanted in the om was widely patent and no evidence of thrombus of mi. Because of the discrepancy in the physician's notes and the adjudication minutes, the case was sent back to the clinical reviewer for further review. The event of stent thrombosis was under review of the cec committee and the conclusion was that there was no evidence of stent thrombosis. Since there is no evidence of stent thrombosis or myocardial infarction, these codes will be removed from the file. The medical management of the newly identified lesions has been captured as a non-complaint and will remain as such. No additional information will be forthcoming.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Information received via (B)(6) study indicated that the patient had a myocardial infarction (mi) post implantation of a cypher stent ((B)(4)/ lot 15085098) in the first obtuse marginal. The reporter indicated that the event was probably related to the index procedure but unrelated to the cordis product. The (B)(6) female was enrolled in (B)(6) study for stenting of the native first obtuse marginal just beyond a saphenous vein graft anastomosis. The indication for the procedure was an increasing shortness of air. The patient's significant medical history for hypertension, previous percutaneous coronary intervention (pci), CABG, cva/stroke, atrial fibrillation, copd, diabetes mellitus, current smoker, and family history of coronary artery disease puts her at greater risk for adverse events. The native vessel was described as mildly calcified with a stenosis of 80%. The lesion was de novo. There was no thrombus present at the delivery site. The lesion was not pre-dilated. The 2.75x18 cypher ((B)(4) /lot 15085098) was successfully delivered to the lesion and deployed. The stent was not post-dilated. The procedure was successfully completed. There was no reported injury to the patient. On the same day of the procedure the patient was noted to have post procedural elevated enzymes and was diagnosed with a myocardial infarction. The reporter indicated that the event was probably related to the index procedure but unrelated to the cordis product. Additionally the physician reported that the post procedure (index) cardiac enzyme rise was embolic related to placing the wire (abbot) through a degenerating saphenous vein graft to the native circumflex obtuse marginal branch. Follow-up angiography approximately eleven weeks later demonstrated the stent was "widely patent and functioning beautifully". The stent remains implanted and therefore is not available for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is a known potential adverse event related to pci as listed in the instructions for use. The act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. In addition, as reported, placing the access wire through the degenerating graft is an identified possible contributing factor. This action and inherent risk delineated in the IFU combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. There is no indication of any device performance or manufacturing issues related to the event; therefore, no corrective actions will be taken.

Event description:
The email received for the (B)(6) study indicated that the patient suffered a myocardial infarction. The patient is a (B)(6) female who was enrolled in the (B)(6) study for stenting of the native first obtuse marginal just beyond a saphenous vein graft anastomosis. The indication for the procedure was an increasing shortness of air. The native vessel was described as mildly calcified with a stenosis of 80%. The lesion was de novo. There was no thrombus present at the delivery site. The lesion was not pre-dilated. A cypher ((B)(4)/ lot 15085098) was successfully delivered to the lesion and deployed. The stent was not post-dilated. The procedure was successfully completed. There was no reported injury to the patient. On the same day of the procedure the patient was noted to have post procedural elevated enzymes and was diagnosed with a myocardial infarction. The reporter indicated that the event was probably related to the index procedure but unrelated to the cordis product.